Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.

Event description:
The manufacturer became aware of an allegation that an end user reporting blast of debris coming out from the device making her asthma worse while using a rep dreamstation auto CPAP. No other clinical information or medical interventions were reported. The device was returned to the third-party service center for evaluation. There was no visible evidence of foam degradation found during the evaluation. Secondary finding including lcd screen damaged. In addition, the devices error log was downloaded, and one error code was present when reviewed which was corrected.